Event description:
It was reported: during the case, the doctor noticed the acetebular grater handles were warped, causing an oblong hole in the acetabular. 3 coverage cups were attempted before surgeon discovered problem. This caused a 1.5 hour delay in the surgery.